Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause of foreign material remained in the device was possibly not removed because the reprocessing was not conducted properly due to leakage at scope cover. The instruction manual states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono video scope exhibited the air/water (a/w) tube and cylinder had foreign material and the jet tube (j-tube) was clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.